Event description:
During a procedure at (B)(6), the surgeon was drilling in the mandible to place a screw and the drill bit broke off in the bone. The tip of the drill bit remains in the bone.

Manufacturer narrative:
This information has not been provided. Additional information has been requested. Lot number reported as f-11417. Manufacture site and manufacture date has been requested. Subject device is an instrument. Investigation could not be concluded, no conclusion could be drawn.